Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped on the floor. The self-test and high pressure test were not okay. It was not possible to deliver three units via fill cannula without alarms. Customer's blood glucose level 154 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, the insulin pump had an unexpected flashing white/blank display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing including a self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to a display anomaly. The device had a minor scratched display window and case.